Manufacturer narrative:
The biomedical engineer reported that the ups failed, causing the central nurse's station (cns) to shut down. The customer was provided with a replacement ups to resolve the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the ups failed, causing the central nurse's station (cns) to shut down.

Manufacturer narrative:
Manufacturer narrative: investigation result: the ups unit was not sent in for evaluation. The customer did not troubleshoot for the cause of the reported ups issue with nihon kohden tech support. Without an evaluation of the device and/or troubleshooting, the reporting ups malfunction could not be confirmed. The possibility of issues with the electrical wall outlet could not be ruled out. The cns model and serial number was also not provided. As per a previous investigation performed under another ticket, a power interruption could cause the cns system to reboot. This power interruption usually comes in the form of a generator test. Without the protection of the ups unit, the cns system is prone to power interruption. This likely rules out the chance of the cns malfunction. Further, per customer report, the failures occurred twice on the weekend near month-end ((B)(6) 2018). This increases the chance that failures occurred due to a monthly generator test. Based on the above information, we cannot confirm the malfunction of the ups unit. Due to the relatively young age of the unit, and due to the rebooting circumstances over the weekend, it is likely that the ups was not initially set up correctly. Further investigation is not possible without additional information.